Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician found corrosion around the objective lens, likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion around the objective lens could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, degradation, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.